Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely. Upon review of merlin.net transmissions, it was observed the patient's implantable cardioverter defibrillator had pacemaker mediated tachycardia. The device was reprogrammed. The device was then observed to be oversensing post-paced t-waves. No intervention was performed regarding the oversensing. The patient was in stable condition.